Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3: investigation incomplete.

Event description:
It was reported that during knee arthroplasty while the surgeon was utilizing the referencing sizer during knee arthroplasty, there was significant movement in the device that would impact his rotation by several degrees. The surgeon was able to complete the procedure satisfied with the post-operative outcome, however, he was not satisfied with the performance of the device. No adverse events were reported as a result of this malfunction.